Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure was being performed when the issue occurred and was completed by moving the patient to another system. Customer reported to philips that the wired footswitch was unable to trigger x rays. Upon troubleshooting, the philips field service engineer (fse) identified the damaged footswitch. To resolve the issue, the fse replaced the footswitch, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.